Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was noted to be bent. The pump was unable to be charged due to the damage. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available as alternate insulin therapy.